Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient had a catheter revision in the past and the catheter had been replaced in 2011. It was noted the patient experienced increased spasticity that did not respond to dose increases or boluses. The catheter issue that led to the past catheter revision was ¿unknown¿ and ¿failure to aspirate¿. The location of the catheter issue was also unknown. However; it was unclear if this information pertained to the 2015 revision or this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.